Event description:
It was reported that they were having difficulty with recharging the implant since last night. Patient said sometimes the implant charge would go from 50% to 70% and then 10-15 minutes later, the implant would be down to 50%. Patient also said the recharge quality would read excellent, but then it would say replace the recharger and try again. After an hour of playing around with the equipment, patient got a message that said it wasn't working right and to call medtronic. During the call, the controller was at 80% and the implant was at 60%, patient said when he disconnected last night the battery was at 50%. Patient said they could feel the top edges of the implant, but not the bottom. Patient mentioned that they lost 40 pounds, so the implant may be angled in their body. Patient also mentioned that in group c their stimulation somehow went from 2.4 to 2.8 ma.; patient didn't think they adjusted stimulation. Technical services(ts) advised patient to take note of body position and setting level, to make sure that it wasn't body position c hange that caused stimulation level to change. Ts to replace patient's recharger to see if recharging was better, if not it could be the angle of the implant as the cause of difficulty with recharging. The patient was redirected to their healthcare provider to further address the issue, if recharging wasn't better with product replacement and if change in stimulation was result of different body position change, rather than patient making the adjustment themselves. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that new charging unit seems to have resolved the issue. I don't know how to change often occurred while patient slept. Patient was sitting on edge of chair on first attempt that led to feel the top edges of the implant. By standing event patients feels both ends of implant.additional information was received from patient. It was reported that patient body position was reclining.vertical position allowed feeling top and bottom of battery. And the issue is resolved